Event description:
Two pts with discrepant urine results for leukocytes. Both pts had negative results when using the strip screening test and were then examined microscopically yielding > 20 wbc/hpf. The initial results were not reported. The customer aligned the probe which resolved the issue.